Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown howmedica left hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Currently implanted.

Event description:
Doctor called regarding a primary left hip replacement that her mother had in 1998 and stated that her mother in (B)(6) has been suffering greatly from pain and can no longer walk. No date given for when the pain began but doctor wants a recall inquiry done and stated that her mother will be getting a revision surgery. Doctor will obtain and provide her mother's implant sheet to perform the recall inquiry and was made aware of the recall inquiry process as well as the investigation process.

Manufacturer narrative:
An event regarding alleged pain involving an unknown hip was reported. The event was not confirmed. -medical records received and evaluation: ¿this (B)(6) female had a revision left tha over 15 years ago. She had variable pain in this extremity for the past 10 years, which has not been severe enough to require further surgery. Her history is complicated because she has severe arthritis in her spine; arthritis in both knees; and her tha has remained stable and unchanged in this interval. It is unclear how much of her current limitations are related to the hip. She has concomitant spine disease, which could cause similar symptoms. Since the x-ray changes in her prosthesis are so minimal, none of her consultants have recommended revision surgery. This appears to be a very reasonable decision. In summary, there is no medical evidence to suggest that the pain is being cause by the prosthesis. ¿conclusions: the exact cause of the event could not be determined because the device was not returned for further evaluation. The investigation concluded according the medical assessment ¿this (B)(6) female had a revision left tha over 15 years ago. She had variable pain in this extremity for the past 10 years, which has not been severe enough to require further surgery. Her history is complicated because she has severe arthritis in her spine; arthritis in both knees; and her tha has remained stable and unchanged in this interval. It is unclear how much of her current limitations are related to the hip. She has concomitant spine disease, which could cause similar symptoms. Since the x-ray changes in her prosthesis are so minimal, none of her consultants have recommended revision surgery. This appears to be a very reasonable decision. In summary, there is no medical evidence to suggest that the pain is being cause by the prosthesis.¿

Event description:
Doctor called regarding a primary left hip replacement that her mother had in 1998 and stated that her mother in (B)(6) has been suffering greatly from pain and can no longer walk. No date given for when the pain began but doctor wants a recall inquiry done and stated that her mother will be getting a revision surgery. Doctor will obtain and provide her mother's implant sheet to perform the recall inquiry and was made aware of the recall inquiry process as well as the investigation process.